Manufacturer narrative:
Investigation summary: a complaint of "defective door" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was tightened the gas spring and added the locking pin, thus the issue was resolved. Additionally provided a spare of gas spring to customer for site stock. Instrument was found to be functional and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument ct0591, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaint for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door would not remain open. The user was required to hold the door open while loading samples. No health impact or consequence reported.

Manufacturer narrative:
E1: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door would not remain open. The user was required to hold the door open while loading samples. No health impact or consequence reported.